Event description:
During this primary surgery, corail broach size 8 couldn't be inserted, so the surgeon removed extra bone to accommodate the broach. Stem was implanted but the patient experienced discomfort since surgery then. Bone scan indicated loose stem, which was confirmed during revision surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. Related dimensional inspection of the femoral stem found no discrepancies from requirements. A review of provided patient x-ray images and records did not identify root cause. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.